Event description:
Client reported that she was driving down the road and as she turned a corner the seating broke away from the base and she fell over. Client stated she didn't suffer any serious injuries.

Manufacturer narrative:
Material and structural testing was done at the parent company. A change in the design of the part was done which improved quality and durability to the seatpost area. This chair was updated using the newer style part.